Event description:
Delayed inflammation event "[dermal filler reaction]" ("[skin induration]", "[skin oedema]"). Case narrative: on 23-jun-2026, primevigilance notified teoxane geneva of an adverse event from the united states. According to the information received from the injector, a patient was injected on (B)(6) 2026 with rha 3 in the lips with a needle. The patient had a history of cold sores. In (B)(6) 2026 (unspecified date, reported as "recently"), the patient experienced a cold sore outbreak and was started on valtrex. The symptoms almost completely resolved. On (B)(6) 2026, the patient started to complain about swelling in her lips. The injector confirmed that the areas of filler were firm/hardened (photos provided) and believed that the cold sore outbreak triggered a delayed inflammation event. On (B)(6) 2026, the swelling worsened (photos provided). The patient was on medrol and received hyaluronidase (3 vials). Due to the severity of the event of swelling, the case was assessed as reportable. The outcome of the event was unknown. At the time of this report, no additional information was obtained regarding the outcome of the event. The evolution of the symptoms is being monitored.

Manufacturer narrative:
Delayed inflammatory reactions that may manifest as swelling and induration weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. In this particular case, the injector confirmed that the cold sores were a potential trigger for the reaction. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.